Event description:
The customer reported that at the speaker is not working (no longer functional). The device was not in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported. A philips field service engineer (fse) went to the customer site. The engineer determined that the issues was associated with the speaker. The fse replaced the speaker using a spare speaker from the biomed. After part(s) replacement the device was returned to functional use with no further issue(s) identified. No further investigation or action is warranted at this time. Patient/user involvement. Was the device being used on a patient at the time of the event, including for the purposes of diagnosis? No, the device was not in use monitoring a patient at the time of the reported event. Was there any adverse event to the patient or user? If yes, describe? No death or patient / user injury or harm was reported. If there was an adverse event, did the device cause or contribute to the adverse event, and how? There was no allegation the device caused or contributed to death or patient / user injury or harm.